Manufacturer narrative:
Device evaluation: the foreign material was received for evaluation. According to the complaint report, the lens is implanted. The green fiber was received in a sample container submerged in clear liquid. It was submitted for analysis by fourier transform infrared spectroscopy (ftir) in order to identify the material. The ftir spectrum of the small green fiber is consistent with a phenoxy resin and inorganic fillers. Based on the analysis results and the subject matter expert (sme) evaluation, it was determined that the foreign material is not associated to the manufacturing process. Therefore, the customer's reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a customer found a small green fiber on the intraocular lens (iol). The iol was implanted in the left eye. Patient outcome was fine. The incision was not enlarged. A vitrectomy was not performed. No treatments and/or prescriptions were provided to the patient. No adverse effect to patient. No additional information was provided to abbott medical optics.